Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Date of occurrence and explant were not reported but are estimated to be may of 2022.

Event description:
According to available information, this device was explanted due to the catheter falling off and a balloon burst. No other adverse patient effects were reported.